Event description:
It was reported that there are lines on the display after the device was powered on. Additional information received indicated that the lines obstructed the values. Error messages and/or audible alarm were functioning as designed during alarm conditions. The device was able to actively engage in patient monitoring. No known impact or consequence to patient.

Manufacturer narrative:
Initial reporter profession: health professional. The returned device was evaluated. During this testing the unit was able to power on but lines were present on the display. The lcd display was replaced and the lines went away. In addition, the speaker was found to produce a lower sound. An internal inspection of the device was conducted and found debris on the speaker which caused the low volume. After the lcd display was replaced and the speaker was cleaned, the unit functioned as designed. A review of the history for this device was performed and it was concluded that the device was in the field for almost two (2) years with no previous returns for servicing or other issues prior to the reported event.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.